Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in good condition. Review of the event history log revealed last error code 1720. Functional testing was able to duplicate the reported problem. It was determined that the faulty main board capacitor was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error code 1720. There was unknown patient involvement.